Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device revealed that the dilator and sheath were bent in the middle and the inner lining of the sheath was protruding out of the sheath tip. The noted failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the upper ureter during a urinary tract stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the sheath inner coating from the tip was peeled off. It was reported that no parts of the device fell into the patient. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the inner liner of the sheath peeled off; therefore, this is now an MDR reportable event.